Manufacturer narrative:
(B)(6). (B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip of the driver broke off during use. No patient complications were reported.

Manufacturer narrative:
Visually confirmed the driver tip is broken. Fracture surface examination noted an acutely angulated fracture surface, with nearly horizontal river lines and no indication of torsion or fatigue. Dimensional inspection confirms shaft diameter is within print specification. Material hardness inspected and found to be above print specification. The out of tolerance hardness condition is consistent with manufacturing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.